Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotation speed was unstable. A rotablator console was selected for use. The rotation speed was set to 200,000 rpm outside the patient's body; however, it increased up to 280,000 rpm inside the patient. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the console found it in good physical condition. The system passed full functional testing. All indicators, including the pressure gauge, operated as expected. The fault condition was not replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the rotation speed was unstable. A rotablator console was selected for use. The rotation speed was set to 200,000 rpm outside the patient's body; however, it increased up to 280,000 rpm inside the patient. There were no patient complications reported.